Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs showed the libre sensor and sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications. If the product is returned, the case will be re-opened, and a physical investigation will be performed as per document 8.5.100w04. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of incident is unknown. The dates entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported via webform receiving an error message with the adc device. The customer indicated that as a result of this, they were given juice, sugar, and/or food by a non-healthcare professional. No additional treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
See section h11 (corrected data). All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. As per additional follow up with the customer, there was actually no medical event which occurred with this issue. Please disregard all reports associated with MDR 2954323-2022-37071

Event description:
The customer reported via webform receiving an error message with the adc device. The customer indicated that as a result of this, they were given juice, sugar, and/or food by a non-healthcare professional. No additional treatment was reported. There was no report of death or permanent impairment associated with this event.